Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that on (B)(6) 2009- the patient presented with a lumbar herniated disc, lumbar degenerative disk disease and lumbar spinal stenosis. The patient underwent a lumbar redo decompression at l5, left. Anterior lumbar interbody fusion at ls-51. Posterolateral fusion at l5-s1. Placement of nonsegmental spinal instrumentation from x spine, pedicle screw fixation at l5-s1. Placement of interbody cage at lumbar interspace of l5-s1 a transforaminal epidural injection at l5, left with harvesting of morcellized iliac crest bone graft through a separate skin and fascial incision, right. The patient had bone graft including bmp placed within the anterior disc space. Interbody cage was also placed. This was placed at 7 mm and we were able to expand up to 14 mm thus restoring the disc space height, allowing bilateral neural foraminal decompression. Morcellized bone graft was placed bilaterally for posterolateral arthrodesis. Cannulated pedicle screws were then placed. This was followed by placement of the rods and then top loading nuts. Excellent fixation was noted. It should be noted that all pedicle screws were stimulated with the emg technique and found to be significantly above threshold. A spinal needle was placed along the ls neural foramen on the left. Injection of 40 mg of depo-medrol was then performed. Final ap and lateral images were obtained. Well-placed\ constructs were noted. On (B)(6) 2009- the patient presented with a lumbar spinal stenosis, lumbar pseudo arthrosis the patient underwent a lumbar redo decompression at l5, right. Redo posterolateral fusion l5-sl. Redo anterior lumbar interbody fusion l5-sl. Exploration of spinal fusion ls-s1, reinsertion for removal of pedicle screw instrumentation, ls-sl. Placement of interbody cage to the lumbar interspace l5-sl with a transforaminal epidural injection, l5 right and harvesting morcellized iliac crest bone graft, through a separate skin and fascial incision, left. Instrumentation used was spine wave, alphatec.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. No addit ional information was reported.